Event description:
It was reported that the patient received multiple inappropriate therapies. Increased lead impedance was also observed. The lead was explanted and competitively replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.